Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, evaluation did find a worn out video connector latch that caused a poor connection with the video cables, minor dents and scratches on the device, and an old software (1.06). Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the video on the video system center was bad. Customer described having intermittent colored lines through the screen. They changed the camera head and the cables connected to the device monitor, but the issue persisted. There was a slight delay and the image would jump while in use. This occurred during preparation for use. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.